Manufacturer narrative:
(B)(6). Investigation summary: no samples or photos were provided by the customer for investigation, therefore failure mode could not be verified. While a definitive root cause could not be determined, foreign material (fm) can be introduced to the fluid path during the manufacturing process which could cause the needle to become clogged. All product is automatically checked for clogged needles during the production process. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. A device history record review was completed with zero defects found. No quality notifications were written for this batch, nor for the associated assembly batches. Investigation conclusion: a complaint history check was performed and this is the 3rd related complaint reported with the defect/condition of needle clogged / blocked for lot #8047580 item #305110. Root cause description: foreign material (fm) can be introduced to the fluid path during the manufacturing process which could cause the needle to become clogged. All product is automatically checked for clogged needles during the production process. Rationale: based on the investigation conclusion and without a sample to analyze, the condition reported by the customer could not be confirmed nor could this symptom be correlated with a potential cause linked to the bd process. Therefore, no corrective or preventative actions are proposed in the scope of this complaint.

Event description:
It was reported that during use the needle was clogged with a bd precisionglide¿ needle. This occurred on 3 separate occasions, however, additional information regarding the date/time and or patient information is unknown. The following information was provided by the initial reporter: it was reported that the needle was bent or clogged. Description of issue: contact reported an issue with syringe /needle. Contact stated the needle was bent and clogged and they could not. Did the customer insert the needle into the cartridge and encounter fill resistance? No. Proceed to step 3. Number of occurrences: 3. Item number: 26 g, 3/8¿ needle ¿ 305110. Product lot number: 8047580. For bd product only, are samples available for investigation? No. Did issue cause any injury? If yes, what type of injury? No. Medical intervention needed? If yes, who was the 3rd party and what was the assistance/treatment? No.